Event description:
It was reported that during pre-dilatation in the moderately calcified superficial femoral artery, the 4.0x40 foxcross was inflated to 8 atmospheres and the balloon ruptured during the first inflation. The device was removed from the anatomy and a 4.0x10mm fox cross was used to complete pre-dilatation. There was no adverse patient effect and no reported significant clinical delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. In this case, it may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site as it was reported to be moderately calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.